Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 8fr angio-seal vip device was returned for evaluation. The arteriotomy locator and hemostasis sheath were returned. Visual inspection revealed that there was a kink observed at the blood inlet hole of the arteriotomy locator. There were no anomalies or deformation damaged noted on the hemostasis sheath. There were no signs of use of the device. No other visual anomalies were noted with the returned components. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the application of an off-axis force to the arteriotomy locator while removal of the locator from the packaging tray may have contributed to the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device reported, for the second device reported that was used during the same procedure see MDR 3013394970-2019-00498.

Event description:
The user facility reported that the angio-seal package was opened and upon inspection the sheath was found to be kinked. The device was not used, and a new angio-seal device was used. The procedure being performed prior to the use of the angio-seal was a percutaneous coronary intervention. The patient was reported to be in stable condition. The procedure outcome was successful. There were no other devices or equipment being used with the reported product.